Event description:
Lap chole - "hesitation, clips scissored, misfired."

Manufacturer narrative:
The event unit was returned for evaluation. The unit was inspected; engineering attempted to actuate the device but was unable to be test for functionality because the device was locked out. The unit was disassembled; all internal components were within specification. The customer's experience of hesitation may have been the result of friction during actuation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical has retrained production to prevent future occurrence of jaw misalignment. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.